Event description:
It was reported that the patient presented to the emergency room when receiving a vibratory alert. Upon interrogation, non sustained ventricular oversensing of wide qrs was present during routine capacitor maintenance charging. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.